Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with olif therapy. It was reported that the core of the holder fractured during the drive into the fusion cage, leaving its front metal portion in the patient's body, which could not be removed. There were no symptoms reported. There were no further complications reported regarding the event. There are currently no other surgical plans and the patient has not been discharged from the hospital. The size of the product selected by the operator was in line with the patient's vertebral body size and treatment needs. The operator's operation in the percussion process conformed to the guidance requirements in our operation manual. After the product broke in the patient's body, it could not be taken out. Since the fusion cage was implanted in place, if it was taken out hard, it would cause additional harm to the patient, so it could not be remedied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.